Event description:
It was reported that the pump automatically entered stop mode during continuous infusion. Staff reported that the incident occurred on multiple occasions during a continuous infusion over a two-day period. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was further reported that there was patient involvement but no patient harm/adverse events.

Manufacturer narrative:
D9 date returned to manufacturer: 06-nov-2024. Device evaluation: one device was received for evaluation. The device had not been repaired in the last 12 months. The reported problem was not confirmed as the event log review found no related issues. The device also underwent functional and accuracy testing with no issues identified. The root cause of the problem could not be determined. As a result, preventative maintenance was performed.